Event description:
The manufacturer received information alleging a ventilator's display screen froze, the device wouldn't power off and the device was alarming. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issues. Device has been evaluated but not repaired, pending customer approval of the estimate.